Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after they intentionally over delivered insulin with the pump and experienced a low blood glucose (bg) level; however, no specific bg value was provided. No further information was provided on the reported event.

Manufacturer narrative:
(Brand name- corrected to "t:slim x2 insulin pump"). (Common device name- corrected to "insulin pump"). (Procode- corrected to "lzg"). (Model #- added "1000096", catalog #- added "1000103", serial #- added " (B)(4)", uid #- added "(B)(4)"). PMA/510k #- added "k111210". Device manufacture date- added "10/19/2016".